Event description:
Caller alleged discrepant results compared with the doctor's meter. Results as follows: date: (B)(6) 2010, inratio: 3.3. (B)(6) 2010, 3.3, dr's meter (different brand): 2.6. Tests were done within 20 minutes of each other.

Manufacturer narrative:
Investigation pending.